Event description:
Device malfunction: device #3 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss was experienced and the device was successfully removed. A second and third device were used with the same results. Hemostasis was achieved using a fourth proglide device. There were no reported adverse pt effects though requested, no additional info was provided.

Manufacturer narrative:
Device#1 perclose proglide part #12673-03, lot # 68015-6h is being reported under medwatch MFR #2953144-2008-01556. Device #2 perclose proglide part #12673-03, lot #68015-6h is being reported under medwatch MFR #2953144-2008-01557.